Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging the pattern message appears too often his onetouch verio iq meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2012 at 11:11am. The patient's testing frequency is not specified and his blood glucose readings with the subject meter are not known. The patient reportedly manages his diabetes with oral medication; however, it is not clear what action the patient took in response to the reported meter issue. At an unspecified date/time later, the patient reportedly developed symptoms of cramps and stomach problems as a result of the alleged meter issue. According to the csr's documentation, the patient reportedly administered self-treatment after the alleged issue occurred; however, the patient refused to specify how she treated herself. According to the csr's documentation, the patient's high and low limits and date/time are set correctly and his blood glucose results are begin tagged properly. However, the alleged issue remains unresolved. Replacement products were sent to the patient. Although it is not clear if there was truly a malfunction with the subject meter, based on the information provided, this complaint is being reported because the alleged issue remains unresolved. There is no evidence, however, that the patient suffered a serious injury because of the alleged issue. The patient's reported symptoms of cramps and stomach issue do not meet lifescan's criteria for a serious injury. The patient reportedly administered self-treatment after the alleged issue occurred, there is no evidence of a delay in treatment.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.